Event description:
Caller inquired about warranty information for an scs system that was implanted in 2002 and "revised" in 2010. Caller provided patient name and dob, but no patient found. Caller did not have a device serial or model number. They had no further details around this claim as they said the information they were given was very "vague." Caller asked if any scs warranties extended past 10 years. Agent reviewed pertinent warranty information with caller. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.